Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, unstable speed occurred. The 90% stenosed target lesion was located in the severely calcified and moderately torturous proximal to mid left anterior descending artery. During preparation of the 1.50mm rotablator rotalink plus unit it was noted that the rotational speed of the burr was unstable. To complete the procedure, the device was exchanged for a new rotablator plus unit, however, there was difficulty advancing this device due to a kink in the rotawire guide wire. The guide wire was subsequently exchanged and the procedure was successfully completed. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluation by manufacture: the rotalink plus unit was received for analysis. The handshake connector of the rotablator plus unit was connected together and a tug test was performed to examine the integrity of the connection. No issues were noted with the unit's handshake connector during the connection of the device. The rotablator burr was then wire guided using a test guide wire. No issues were noted during the wire guiding of the device. Microscopic inspection of the burr was also conducted which revealed the burr to be within specification. The rotalink unit was additionally wet tested and optimum speed of was reached without any issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).